Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the helix was retracted and dried blood/body fluid was present around the helix housing and tip region. Additionally, visual inspection revealed no abnormalities, as the lead tip/helix appeared intact and undamaged. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported during the implant procedure that the helix of the right atrial (ra) lead was not operating normally. After approximately 30 turns to extend the helix, there was no longer any resistance felt. Therefore, this lead was unable to be implanted, and was removed from the patient. No adverse effects to the patient were reported.